Event description:
Limited information is available. The iab ruptured in use. There were no reported patient complications.

Manufacturer narrative:
Evaluation: the iab was returned. The guidewire, one-way valve, short tubing, sheath, pump tubing, bifurcation & lock connector were not returned. The catheter was cut approx 27 cm from the proximal end of the bladder. It could not be determined when or why the iab was cut. A different guidewire was back loaded thru the central lumen without resistance. The iab was submerged & pressurized in water. Bubbles exited the distal tip due to the central lumen being cut. There were no other leaks detected in what was left of the iab or bladder. There was no evidence of an iab rupture. A DHR re-review was conducted without findings. The root cause could not be confirmed.